Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d)and this implantable right ventricular lead exhibited noise on both the sensing as well as the shocking channel. This noise was sensed by this device, and resulted in brief episodes of pacing inhibition and syncope. Invasive evaluation did not identify connection problems between the lead and the device. All diagnostics on the lead have been within normal limits. On x-ray, however, this lead appeared to be positioned within 1 cm from the chronic/capped lead.